Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. It is unk whether sound was available from this monitor on the reported event date. The mainboard (speaker assembly) of the monitor was replaced which resolved the reported issue. Root cause - it appears that the root cause of the speaker malfunction is associated with a hardware failure of the monitor's main board. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available on the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. The customer did not allege that there were any incidents nor adverse events. The pt monitor was delivered to the customer in january 2010. There have been no further reports of speaker malfunction since replacement of the pt monitor's speaker assembly main board associated with this event. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action warranted.

Event description:
The customer reported that the speaker does not work. No pt harm was reported.